Manufacturer narrative:
(B)(4). Date sent: 5/20/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with the trigger apparently broken. In an attempt to replicate the reported incident, the instrument was functionally tested. The device was cycled and the clips were not properly fed. In order to verify the condition of the internal components, the device was disassembled, and the trigger top was found to be broken. Further analysis shows a crack on the shroud top and some marks on the tip of the feed bar. In addition, 18 clips were inside the clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. The device jaws should be fully open and parallel upon initiating the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Due to the damages found on the device, a possible cause for these conditions is due to improper handling. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a kidney transplant, the trigger did not return to home position, so the device could not be used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.